Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes - describe: hot flashes"), night sweats ("night sweats"), allergy to metals ("allergic or hypersensitivity reaction type - nickel"), nausea ("nausea"), rash ("rashes") and skin disorder ("skin conditions") and was found to have weight increased ("weight gain/loss (specify which one) gain"). In 2014, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, hot flush, night sweats, allergy to metals, nausea, rash, skin disorder, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, hot flush, nausea, night sweats, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6)2014, (B)(6)2017, (B)(6)2014. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-dec-2019: plaintiff fact sheet received: new events - back pain, dysmenorrhea (cramping), hormonal changes - describe: hot flashes/ night sweats, weight gain, allergic or hypersensitivity reaction - type: nickel allergy, nausea, rashes or skin conditions, bladder or urinary problems or changes, infection (bladder/urinary tract infection/vaginal) type were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes - describe: hot flashes"), night sweats ("night sweats"), allergy to metals ("allergic or hypersensitivity reaction type - nickel"), nausea ("nausea"), rash ("rashes") and skin disorder ("skin conditions") and was found to have weight increased ("weight gain/loss (specify which one) gain"). In 2014, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced paraesthesia ("tingling in the arms hands and feet"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, hot flush, night sweats, allergy to metals, nausea, rash, skin disorder, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and weight increased outcome was unknown and the paraesthesia had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, hot flush, nausea, night sweats, paraesthesia, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2014, (B)(6) 2017, (B)(6) 2014. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New reporter added. Device tab updated. New event ¿tingling in the arms hands and feet¿ added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. In 2014, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure device). Essure was withdrawn. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered pelvic pain and abdominal pain to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-dec-2016: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented constant pelvic pain; followed by a surgery to remove the implant, around 7 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.